Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, a shaft break occurred. The 24x2.25mm, 80% stenosed, de novo target lesion was located in the non-tortuous, moderately calcified mid circumflex (lcx) artery. After predilating the lesion with an unspecified device, the 2.25x24mm taxus liberte stent delivery system (sds) was advanced to the target lesion. When the physician attempted to deploy the stent, it would not release from the delivery balloon. The guide catheter and the sds with the stent attached were removed together. The devices were examined outside the pt and it was noted that the sds shaft was broken. The procedure was completed with a different device and no pt complications were reported. The pt's current condition is listed as "stable". Additional info has been requested and is not available.

Manufacturer narrative:
.